Event description:
Last month we had an electrical safety concern with the sebia hydrasys unit. The instrument was turned on to perform an electrophoresis run. The technologist who was operating the instrument heard a loud popping noise and smelled electrical fire. We unplugged the unit and notified the fire department to make sure there was no fire in the wall electrical outlet. The sebia company was notified. We had the same problem in the fall of last year at the same location, and with the same hydrasys instrument. A similar occurrence also took place two years ago.